Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery and the load sequence with multiple cartridges. There was no reported adverse impact to blood glucose levels. Reportedly, the customer reverted to manual injections for insulin therapy.